Event description:
It was reported that during an in-clinic check of the recently implanted device everything appeared to be ok except for the ventricular tachycardia (vt) and atrial tachycardia/atrial fibrillation (at/af) which stated invalid data. It was also reported that the patient has not had another check of the device to date and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during an in-clinic check of the recently implanted device everything appeared to be ok except for the ventricular tachycardia (vt) and atrial tachycardia/atrial fibrillation (at/af) which stated invalid data. It was also reported that the patient has not had another check of the device to date and the device remains in use. No patient complications have been reported as a result of this event. It was further reported that twenty-eight atrial high rate episodes were recorded but no egm for any of them and that 'invalid data' message with '????' Is being observed. Device interrogation also revealed that there were previous atrial high rate episodes that had the invalid data message.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.